Event description:
It was reported that the patient presented in clinic following the battery performance alert advisory. It was noted upon interrogation that the device was in backup vvi mode with high voltage therapy disabled. Premature battery depletion was suspected. The device was explanted and replaced. The patient was reported to be stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.